Manufacturer narrative:
Device evaluated by MFR: device causality: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn and the torn haptic piece is missing. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -9.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.